Event description:
A caller reported an alarm associated with an occlusion event that had occurred earlier in the day. The customer's blood glucose level was affected, reading as "high," which exceeded 500 mg/dl. To address the high blood glucose level, the customer administered a correction bolus through the pump and, if necessary, used multiple daily injections. There was no need for emergency assistance as the customer was not incapacitated. To resolve the issue, the customer checked the tubing for kinks and resumed insulin delivery.